Manufacturer narrative:
Concomitant medical products: product ID: 407652 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited inconsistent capture and high thresholds. Outputs were increased in order to compensate, and the lead remains in use. No patient complications have been reported as a result of this event.